Manufacturer narrative:
The device was returned to integer for evaluation and the reported event was confirmed. The locating pin was broken off of the broach handle and was not returned with the device. It was observed that the locating pin had been welded in place before breaking off. Per print, this locating pin is to be machined as part of the broach handle body, not welded. Manufacturing records were reviewed and there were no discrepancies found which were not already known. Previous to the event date of this complaint, recall z-2055-2017 had been submitted and the supplier has since been removed from the approved supplier list. This device lot falls within the scope of this recall. No further investigation required.

Event description:
It was reported during a primary patient procedure that the surgeon performed a final post-operative x-ray of the implantables to conclude the case and discovered a small metal fragment in the patient on the x-ray. The surgeon extracted the head and stem in an attempt to reach the metal fragment for removal. It appeared as if the small fragment had broken off the bottom of the handle during impaction of the implantable stem into the patient's femur. The fragment was removed. There was a ten (10) minute surgical delay reported. The surgery was completed as intended with another suitable device that was available. There were no adverse events reported as a result of this malfunction.